Event description:
Medtronic received infonnation that a 91 year old female was referred for catheterization for possible transcatheter valve implant on (B)(6) 2013. Height 59 inches, weight 115 pounds, body mass index of 23.20 kg/m2. After implant of an edwards sapian 23 mm aortic valve, the procedure was complicated by rupture of the right coronary sinus into the mediastinum and right ventricle. Massive bleeding, complete heart block, acute blood loss anemia and shock, ventricular tachycardia/ventricular fibrillation requiring dc shock ensued. The patient was treated with a second edwards valve unsuccessfully. The patient was then placed on fem-fem bypass because of sock and bleeding. A covered stent was deployed successfully followed by a 22mm medtronic transcatheter bioprosthetic valve. It was recommended that after the patient was hemodynamically stable, a permanent pacemaker should be implanted along with replacement of blood products. Unfortunately, due to the procedural complications the patient passed away on (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).